Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that the patient underwent excision of vaginal mesh, cystourethroscopy and bladder biopsy x2 on (B)(6) 2014 by dr. (B)(6) md, due to vaginal pain, dyspareunia and abdominal and pelvic pain at the (B)(6).

Event description:
Details: it has been reported that the patient underwent excision of vaginal mesh, cystourethroscopy and bladder biopsy x2 on (B)(6) 2014 by dr. (B)(6) md, due to vaginal pain, dyspareunia and abdominal and pelvic pain at the (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient underwent mesh implantation to treat stress urinary incontinence and cystocele concurrently with a total vaginal hysterectomy/bilateral salpingo-oophorectomy. After implantation the patient experienced extrusion, recurrence, dyspareunia and urinary/bowel problems and underwent partial removal of mesh in (B)(6) 2011 due to protrusion and vaginal pain. (B)(4). Undefined recurrence. Dyspareunia. Urinary/bowel problems. Protrusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.